Event description:
It is reported that in 2008, the femoral component was opened during surgery, and the femoral condyle was coated with packaging material.

Manufacturer narrative:
This report will be amended when our investigation is complete.